Event description:
Same case as MFR report #: 2134265-2011-06089. It was reported that during a rotational atherectomy procedure, a guide wire detachment occurred. The 90% stenosed, 30mm long, de novo lesion was located in the severely calcified and moderately tortuous mid left anterior descending artery. First, the physician advanced a 3.25cm floppy rotawire guide wire and then advanced a 1.25mm rotalink plus burr and resistance was encountered. The physician removed the rotalink plus burr with the floppy rotawire guide wire, and found the tip of the floppy rotawire guide wire was stuck with the burr. The floppy rotawire guide wire tip detached near the burr. In the opinion of the physician, there was a possibility that the wire was broken at the entrance of the guide catheter due to the contact with the burr. The broken floppy rotawire guide wire was removed and the procedure was completed with the 1.5mm and 2.0mm rotalink burrs. No patient complications were reported and patient status was listed as good.

Manufacturer narrative:
Device code 2907 relates to component codes 3123 and 463. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).